Manufacturer narrative:
The insulin pump received with intermittent button response due to flattened express upper and down arrow button dome switch. No unlocked lcd keypad connector. The insulin pump received with minor scratches on lcd window, scratched reservoir tube window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's father reported via phone call of button error on the customer's insulin pump. The customer's blood glucose at the time was unknown. The father states the keypad is unresponsive. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.